Event description:
Information received with return of the explanted device notes no telemetry and no magnet response. Electrocautery was reported as having been used during a vascular surgery. There were no consequences to the patient.